Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 4-5 years post implantation of a 26 mm sapien 3 valve in the aortic position, valve regurgitation was observed. Tee actually showed an almost flailing leaflet or potential growth on the non leaflet moving from inside the valve back and forth into lvot. Suspected possible endocarditis however cultures came back negative. Patient still on antibiotics for 2 weeks and blood work came back good. A valve in valve was performed with a 23 mm sapien 3 ultra valve. During deployment the leaflet/growth was pinned to the side. Cerebral protection used. Rca wire/guide/stent protected. Case went well, post 3 mmhg. Zero leak. No coronary protection. Patient had shortness of breath.